Event description:
It was reported that the device's battery is defective. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote for a replacement battery was provided. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.